Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and mildly calcified target lesion was located in the proximal left anterior descending artery. The lesion was pre dilated with a 3.00 x 8 non-compliant balloon. A 4.00 x 12 promus elite was fully deployed at 16 atm with no issues. The stent was not post dilated. Post deployment of the stent, a non-flow limiting, type b distal stent edge dissection was noticed via fluoroscopy. An additional stent was deployed to cover the dissection. The procedure was successfully completed. The patient was stable post procedure.